Event description:
The customer received discrepant patient results for three samples tested for sodium on the integra 400 plus analyzer. All samples were repeated at a different site on a cobas 6000 analyzer and the repeat results from this analyzer were considered to be correct. Samples were also repeated again on the integra 400 plus analyzer. Patient one initially resulted as 151 mmol/l. It was repeated on the cobas 6000, resulting as 143 mmol/l which was considered to be correct. It was repeated a second time on the integra 400 plus resulting as 141 mmol/l. Patient two from a female (B)(6) initially resulted as 146 mmol/l. It was repeated on the cobas 6000, resulting as 139 mmol/l which was considered to be correct. It was repeated a second time on the integra 400 plus resulting as 138 mmol/l. Patient three from a female (B)(6) initially resulted as 149 mmol/l. It was repeated on the cobas 6000, resulting as 141 mmol/l which was considered to be correct. It was repeated a second time on the integra 400 plus resulting as 139 mmol/l. No patients were adversely affected by the event. The integra 400 plus analyzer serial number was (B)(4). The customer performed maintenance on the analyzer and changed solution 2 calibrator. The customer believed the issue to be resolved after replacement of solution 2 calibrator. The customer and field service representative indicated that since they have replaced solution 2 calibrator, sodium recovery shifted lower. The field service representative examined the ise system and performed ise diagnostics. He found the ise dry at 90mbar, then increased to 100 mbar. He cleaned the ise mixing tower and flushed the ise waste system with bleach solution. The customer ran ise calibration and quality control. Calibration was normal and quality control recovered within customer defined ranges. The field service representative performed ise diagnostics observing no abnormalities.

Manufacturer narrative:
A specific root cause could not be identified. Based upon information provided, quality control was within range at the time of the event, therefore no issue is assumed with the solution 2 reagent. The most likely cause of the event has been determined to be a combination of sub- optimal pre-analytic conditions and/or lack of maintenance. No adverse event was reported.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.